Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The trial patient stated that she was feeling stim at 1.0 and it was too much in the left front and buttocks area. Patient lowered the stim to 0.8 and that solved the pain patient was having. Patient went up the stim today and went to 4.0 and couldn't feel anything. Patient tried both the right then back to the left lead. Patient mentioned that she felt the wired may have shifted as patient bends a lot. The representative had patient up the stim till she felt at 7.8 in the tailbone area. The patient was confused on how she could be at such a low level now a high number all of a sudden. Not feeling the stim was resolved as pt upped the stim till it was felt. The event was reported as unknown if the issue was resolve at the time of this report. .no further patient complications have been reported as a result of this event" in the event description.